Event description:
Cryoablation procedure was performed (B)(6) 2012. Physician reported that the patient had suffered a retinal infarct in one eye later that same day. Significant loss of sight was noted. Patient was being treated by a specialist, was on a heparin drip and hospitalization was prolonged. The patient was discharged the following day under the care of their primary care physician. The issue had not resolved.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Bin file analysis was conducted and the returned device was visually inspected and functionally tested. Bin files confirm temperature transient before going down slowly to ablation values for multiple injections. Bin files show that subcooler temperature values were high, around -20 and -15 degrees most likely causing the catheter temperature to not drop faster. The visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification showed that the catheter was used for 18 injections. The catheter passed the performance test as per specification. Dissection did show that the tc wires were intact, and no blockage of the injection line was observed.